Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was not working and was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. Hospital name: (B)(6).

Event description:
It was reported that before surgery the electric dermatome had no power. Investigation found the rpm's were below specification. No adverse event was reported as a result of this malfunction.